Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The punch won't stay connected to the handle.

Manufacturer narrative:
Conclusion and justification status for MDR: the product associated with this reported event was not returned for examination. A two year search of the complaint database found no previous reports against (B)(4) for the reported event. The investigation could not identify or verify a root cause about the current reported event without the device to examine. Based on the inability to determine a root cause, the need for corrective action was not indicated. Monitor through sep-(B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.